Event description:
The iab was inserted into the patient on 10/2/97 at 11:45 a.m. And removed on 10/2/97 at 11:45 a.m. The iab did not malfunction. Originally, it was reported that the patient expired in the hospital on 10/4/97 as a direct result of iab therapy. Further information was reported by the contact stating that the patient's death was not a direct result of iab therapy. (Event complications: the patient expired - reported 10/20/97) (pt's current status: expired-rpt'd 10/20/97.)